Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0fg25, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that patient had a loss of therapeutic effect and return of urge incontinence. It was indicated that the symptoms occurred about a week to 10 days ago. There was no fall or trauma reported. It was indicated that the symptoms reported had sudden onset. The stimulation was gradually increased and patient was on program 2 at 1.5v. It was indicated that the caller was familiar with the programmer and will consider switching programs. A follow-up report will be sent if additional information becomes available.